Manufacturer narrative:
Initial notification of event, advisement after completion of complaint ((B)(6) 2011).

Event description:
The carbon fiber spar supporting the table top is separating from its mount.